Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvwh11) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar and bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The device had been placed on tooth # 30 (universal) for approximately 8 years. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (62204778) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62204778) for similar events (complaint category keyword: functional: fracture) and no other complaint was identified. Based on the available information, malfunction did occur and the reported event was confirmed. The following sections have been updated: g6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA (510k) #: k013227.

Event description:
It was reported that the crown was coming loose. Upon assessment it was determined that the collar of the implant was fractured and the implant was removed. Non integration incorrectly reported by the customer. Tooth number 30.